Manufacturer narrative:
A manufacturing device history review (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for evaluation. Visual inspection revealed no damage. Functional testing confirmed the reported problem. The root cause of the reported issue was found to be faulty heater. The faulty heater was replaced. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had over temp/audio alarm. No patient injury was reported.